Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The reporter stated via phone call that the customer was hospitalized due to high blood glucose with diabetic ketoacidosis. The reporter stated that the customer was in the hospital over the weekend but did not have exact date of hospitalization. The reporter also stated that according to the customer the insulin pump was not delivering insulin. The customer called back and provided information regarding the hospitalization, which was on (B)(6) 2017 for high blood glucose of 1100mg/dl. Customer confirmed the high blood glucose and diabetic ketoacidosis as caused of hospitalization. The customer was wearing the insulin pump during the hospitalization. The customer declined to troubleshoot for the high blood glucose. The insulin pump will not be returned for analysis.